Event description:
Information received does not address the patient's clinical status but notes that the patient presented to the hospital with intermittent loss of ventricular capture with no back- up pulses. The evoked response (ER) sensitivity was pro- grammed to 4.7mv with a 0.39mv lead polarization. The ER sensitivity was increased to 2.3mv, still revealing inter- mittent loss of capture. The physician elected to turn off autocapture, which resulted in 100% capture.